Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device remains implanted.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem in the previous medwatches: supplemental medwatch #1 un-reported the event of right side capsular contracture baker grade iii/IV due to the healthcare professional clarifying their initial report and stating "patient is not experiencing any issues". Healthcare professional later reported a clinic visit from the patient on (B)(6) 2025, and supplemental medwatch #2 was submitted to report the new diagnosis of right side capsular contracture baker grade iii. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Additional, changed, and/or corrected data: a6, b3, b5, b6, b7, d6b, e1, h6, h11.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted and replaced.

Event description:
Capsular contracture, baker grade iii/IV was confirmed to not have occurred.